Manufacturer narrative:
The endoscope involved with this complaint was returned and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint will not focus. The camera appears to have been processed in a manner inconsistent with its labeling, resulting in liquid ingress, resulting in corrosion of electrical and mechanical parts.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed a dark image. The customer re-calibrated the 8.5mm endoscope and were still observing a very dark and fuzzy image. The customer swapped from an 8.5mm endoscope to a 12 mm endoscope and the image remained dark. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to verify the light guide cable was fully seated and remove the endoscope to check for moisture on the face of the camera head. The tse asked the customer if they had a backup camera head, and it was noted that the customer did not have a backup. The tse then asked the customer to restore the factory settings from the vision side cart (vsc) touchscreen menu, however the image did not improve. The customer was unsure if the surgeon would proceed robotically. There was no reported injury or harm. Isi followed up with the sites robotic coordinator (roco) and obtained the following additional information: the roco confirmed the reported issue occurred during a robotic-assisted bilateral inguinal hernia repair procedure. It was noted that the surgeon elected to convert to the procedure to laparoscopic surgery as they did not have a spare camera head. No fragments fell into the patient. The procedure was completed laparoscopically with no reported injury or harm.